Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Affiliate reported air bubbles in the reservoir, it was also mentioned that the customer's mother noticed leakage at the o-rings during filling.